Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. The noise was not able to be reproduced in clinic. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.